Event description:
A company rep reported on behalf of the surgeon a case of vertical gas breakthrough, observed on a patient's right eye during femtolasser flap creation. Reporter indicated difficulty obtaining suction due to the patient squeezed the eye. Reporter also indicated the flap was not lifted; therefore, no excimer laser treatment occurred, and patient will return at a later unk date for treatment to the right eye. Add'l follow up, indicated a surgical tech reported to technical service the flap was not fully cut. Reporter indicated the patient had returned for photo refractive keratectomy (prk) treatment of the right eye and outcome was good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).